Manufacturer narrative:
An event of one valve leaflets not opening and closing after implantation was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve with flex cuff was chosen for a procedure. The valve was implanted normally, but the valve leaflets had problems opening and closing after implantation. There were only three types of valves, 21, 23, and 25, available in the operating room at the time, so a 21mm valve was chosen. The valve was removed and replaced with a new 21mm sjm regent heart valve w/ flex cuff while the patient was still on bypass. There was no delay in the procedure. The patient recovered to normal after surgery.